Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a closurefast catheter. The customer reports that the vnus generator was operated as usual, the electricity was put on normally. The catheter however, started to heat immediately when the power was turned on from the generator button in the front panel, and not after the handle button was pressed. Customer is experienced vnus procedure operator. No reported harm to pt.

Manufacturer narrative:
(B)(4). An investigation is currently underway; upon completion the results will be forwarded.